Event description:
The customer contact reported an unspecified operator error, which resulted in the patient receiving more medication than intended. On an unspecified date and time, the pump was programmed to deliver an unspecified concentration of demerol, in the pca continuous mode. Specific pump programming parameters were not provided; however, the customer contact reported the patient was to receive 60mg every 4 hours. It was reported that on (B)(6) 2010 at shift change, the patient was found expired. The customer contact reported the patient received 600mg every 4 hours instead of the intended 60mg every 4 hours. The customer contact reported the event was "an internal thing" and related to "a user error." Though requested, the customer contact stated no further specific event information would be provided.

Manufacturer narrative:
The device was received. Investigation is not complete. The pump history was downloaded at the manufacturing facility. A review of the pump history found that on the reported event date of (B)(6) 2010, the pump was not powered on; therefore, the history cannot be utilized to evaluate the reported event. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).